Manufacturer narrative:
Additional information was received on september 5, 2017, which clarified which of the patient's two inss are involved with the burning sensation in the sacral area. All future reporting will be conducted through reg report# 3004209178-2017-14147 for ins sn (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the undesirable feelings the patient was referring to was a burning sensation that began (B)(6) 2017. They reported they had fallen and had been restrained. The patient has been scheduled to have all of the manufacturer's devices removed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient's weight at the time of the event was (B)(6) pounds. The patient had fallen two different times. They reported they had fallen down the stairs in their building and then fell again at (B)(6) emergency room (ER). When they had fallen in the ER, about four males had grabbed the patient by their arms, which made the patient feel like they were being restrained. They also noted they thought they had lost consciousness at that time. They also reported their "interstim" was triggering undesireable feelings. The patient stated they have requested to have their "interstim/sacral" to be removed. They are scheduled to meet with their doctor on (B)(6) 2017 to have a consultation and schedule a surgery to remove the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient's doctor removed both their lumbar and sacral stimulators. They said that both the antennas were isolated and identified as exhibit a and exhibit b and that the procedure was performed on (B)(6) 2017. The pain was making an effort of returning in their paravaginal area. They had lost significant feeling in the lower extremities and underneath both feet and it could course up to their pneumothorax- they noted it could get very difficult to breathe. They were preparing for more surgical intervention. The reason their devices were removed was a patient attack and that a patient fell on top of them on two different occasions. Their surgeon requested a myelogram. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator for the related reportable ins, please reference regulatory report# 3004209178-2017-14147.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low pain. It was reported that at the p patient's workplace, a patient fell on her on (B)(6) 2017 and she felt her implantable neurostimulator (ins) in her bladder. The patient further reported that the ins was anchored in her bladder and she felt a burning sensation in her bladder during the following month. Related to the burning sensation, in (B)(6) 2017, the patient checked to see if they had a urinary tract infection (uti) but it was concluded that in result, the patient wanted the implant removed and they were redirected to their healthcare professional (hcp). There were no further complications reported or anticipated.